Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/30/2016 device evaluation: the pump has been returned and evaluated by product analysis on 08/05/2016 with the following findings: a visual inspection of the pump showed no visible moisture in the display; however evidence of moisture was found in the pump on the printed circuit board. The audio bolus button cover was missing and the pump failed a leak test due to this. Evidence of moisture corrosion was found on the audio bolus button pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.